Event description:
The device was used during a "tfc" fusion cage implantation. Reportedly, the surgeon performed a reoperation to stabilize the cage. The hospital has reported the pt's condition is satisfactory.